Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device had continuous gas leakage. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that the device (b) was returned with the obturator bent. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # (B)(4), expiration date: 05/2016, manufacturing date: 06/2011,

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.